Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended/retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. Upon implant, the physician had difficulties extending the helix of the lead thru the patient's tortuous anatomy. The sales representative reported the physician continued to turn the fixation tool despite the reaching the recommended maximum number of turns per labeling and failed to follow the recommended speed per turn. The rv lead was removed prior to pocket closure and an alternate lead was implanted without issue. No adverse patient effects were reported.